Event description:
Litigation alleges that the patient experienced pain in addition to increased swelling in her left leg and extremity on account of her asr left hip implant. Litigation further alleges that over time, the pain and swelling increased such that the patient was unable to walk unassisted or with a walker and is at present wheelchair bound. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.